Event description:
On 08/12/1998, the international distributor faxed the manufacturer a letter that states the following: the physician, an experienced user, was unable to introduce the catheter into the sheath as it appeared to have collapsed. The device was successfully placed using a second introducer set. The device was scheduled to be returned to the MFR. For analysis. No further details were provided at this time.